Event description:
The customer called requesting assistance with resetting his basal rates. The blood glucose was 239mg/dl. The customer called back and stated that he inserted a new battery and the insulin pump had unresponsive buttons, frozen display, and the time clock was not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.